Manufacturer narrative:
An inoperable ipg was reported to abbott. The system became inoperable after the patient underwent MRI imaging for an unrelated procedure. A review of documentation supplied with the device confirms that there is sufficient warning and instructions on how to set the implant to MRI mode. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The ipg was replaced to reestablish effective therapy. No explanted devices were returned for evaluation. Based on the information received, the cause of the reported incident is consistent with not following the included guidance and directions for use of the ipg.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to resolve the issue.